Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that pt stated they did the trial on like may 12th and got the permanent implant placed on may 18th. Pt reported their implant never healed and they were always hurting, it was still tender to the touch, and pt could feel the implant. Pt stated they went to their "regular doctor" because they needed to have a check up following being in the hospital. Pt stated their regular dr looked at it and asked pt if they are on antibiotics and pt stated they were taking antibiotics but they were almost done with them. Pt stated their dr told them that it should be healed by now. Pt reported they still had a wound. Pt stated they went back to their urologist on july 19th and told their urologist that something is going on and they don't know what it is but they are hurting. Pt stated their urologist told pt "it should have already been healed". Pt stated she knew I'm diabetic. Agent reviewed role of patient services and inquired about what agent could assist with on the call. Pt reported they can't do any therapy adjustments because their implanted system was removed on july 24th (confirmed entire system removal of lead and ins). Pt reported the reason it was taken out was because "the battery was bad, the battery was leaking acid into my body". Pt reported one wound is about one inch long and one inch deep. Pt also reported they have another wound that is one inch deep from where the lead wires were and reported it was almost septic and they were almost put into the hospital. Pt reported they have to go to a wound dr for the next 3 months. Pt stated they have to have someone pack their wound every day. Pt reported they are in pain every day/constant pain because of this. Pt stated they need supplies and their insurance company is not paying for all their supplies so they have to buy them over the counter. Pt stated "it's not my fault". Redirected pt to healthcare provider to discuss treatment plan/coverage. Reviewed role of patient services. Pt inquired if anyone else has had this experience or if they are the first one that has had a battery leak in their body. Reviewed implant overview. Pt stated they are going back to the dr on friday. Pt reported they are very upset about this and stated this should not have happened and pt stated this is not their fault. Pt stated they are going to find out whose fault this is. Pt stated they just had to go to the dr today to get their "wound scraped, dig, fried and everything and I'm hurting right now". Pt wanted it noted that they will "find out who is responsible". Pt provided event date as this has happened ever since it got put in it never healed and they had a sore. Reviewed with pt that all of this information will be documented. Reviewed role of patient services and redirected pt to healthcare provider to discuss medical symptoms/concerns. Pt stated they are seeing their urologist and also a wound doctor once a week for the next three months due to this.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.